Event description:
It was reported that the patient experienced a burning sensation and stimulation at the implantable neurostimulator (ins) pocket site. Impedance testing showed values in the 400 to 600 ohms range. The ins was subsequently replaced which resolved the issue.

Manufacturer narrative:
Product ID 7496-66 lot# serial# (B)(4) implanted: 2000-(B)(6) explanted: 2009-(B)(6) product typ extension product ID 7434-e lot# serial# (B)(4) implanted: explanted: product typ programmer, patient product ID 3987 lot# serial# (B)(4) implanted: 2000-(B)(6) explanted: 2009-(B)(6) product typ lead. (B)(4). Analysis of neurostimulator model 7425 serial #(B)(4) showed no anomalies.